Event description:
Customer reported she was trying to bolus, when inputting her blood glucose the numbers kept scrolling. Then it stopped and the up and down arrow buttons were not responding, then the device alarmed button error. Blood glucose was 129 mg/dl. Key seemed to be sticking. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.